Event description:
It was reported that air bubbles were observed within the canister. Customer primed the tubing to address the issue. Customer¿s blood glucose (bg) level was displayed as "high", although a specific value was not provided. The customer did not take any action to address their bg level.